Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device had suction alarms. The impella cp was at p4 and they were unable to increase the p level without suction. The impella cp was repositioned and the patient volume was overloaded. Additional information noted that care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.